Manufacturer narrative:
(B)(4). No sample is available for the MFR to evaluate at the time of this report. The MFR will continue to monitor and trend related complaints.

Event description:
Alleged event: catheter deflated and fell out of pt. The pt's condition was reported as unk. The catalog number was reported as 170003-00060 and lot # 14ae01 but the us product is sold as 170003060.